Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 467 mg/dl. The customer was treated with the manual injection. The insulin pump had compromised sensor system alarm. The troubleshooting was performed for the prime rewind. Customer stated that the drive support cap appeared normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However, device alarmed a33 during basic occlusion test due to loose or protruded drive support disk noted. Unable to perform prime/a33 test, occlusion test or excessive no delivery test due to a33 alarms.